Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Since 12/13/2025, the patient had several low cgm readings. On 12/15/2025, the patient experienced feeling nauseous, vomiting, thirst, dizziness, confusion, disorientation and was dehydrated. The patient went to the hospital and once a fingerstick was taken there the cgm reading was 7.0 mmol/l, and the blood glucose reading was 21.0 mmol/l. The patient was treated with intravenous fluids and saline, and ketorolac. The patient also had an infection (dental issue) which was not related to the dexcom device, and was taking antibiotics for this. The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.